Manufacturer narrative:
The field service rep determined actually water was dripping in the pressure cooker from the output water line of degasser. He replaced the output water line of degasser and ran diagnostic checks at the beginning of the day to verify analyzer operation.

Event description:
Customer states pressure cooker water seal is damaged and water is leaking from a valve onto the floor. Customer states she slipped in the water before she noticed the leak. Customer states she was not injured. No pt results were affected by the leak.